Event description:
It was reported that in the evening post implant, the patient experienced pain and the rate was elevated. Via computed tomography, a hematoma was noted. It was suspected that the damage to the atrium occurred during the implant procedure. The lead was removed via thoracotomy surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.